Manufacturer narrative:
The suspected device was returned for evaluation. Event log could not be reviewed due to error code 46440. There was no 12-month service history during the review. Visual inspection had been performed and no anomalies were noted. Functional test had been performed, and defective downstream occlusion sensor was found. Replaced dso sensor. The probable cause for the error code 46440 was defective downstream occlusion sensor. The device passed all functional testing after repair.

Event description:
It was observed during inspection of a returned pump that downstream occlusion sensor was defective. The failure mode found in non-clinical condition. However, if the issue reoccurs during infusion, it will interrupt therapy which may affect the patient.